Event description:
The consumer alleges the crossbrace broke at the weld, causing her to fall and bruise her hip. No serious injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.